Manufacturer narrative:
Continued e1 (phone no.): (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device was explanted and replaced. It's unknown if the device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, d1, d2a, d2b, d4, g4, h4, h6.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device was explanted and replaced.